Event description:
Reporting status: serious injury/intervention/hospitalization. Reporting rationale: stenosis/thrombosis requiring intervention. Device issue: none. The following events were noted through a periodic article review. A study listed 152 vision stents compared to drug coated stents during 2/2004 through 10/2006. The following adverse events of 4 cardiac deaths and 14 myocardial infarctions were confirmed by troponin-t, 3 stent thrombosis, 3 coronary artery bypass graft (CABG), and 20 revascularization procedures were listed as associated with the vision stent and is being filed as a summary report.

Manufacturer narrative:
Attachment: martin j. Schalij, md.; titled "sirolimus-eluting stents versus bare-metal stents in pts with st-segment elevation myocardial infarction: 9 month angiographic and intravascular ultrasound results and 12-month clinical outcome" journal of the american college of cardiology 2007 volume 51; 618-26.